Event description:
It was reported that the device was used during a gastrectomy procedure, it delivered malformed staples. Used another device to complete the case. There was no consequence to pt. The device was discarded.